Manufacturer narrative:
The alarm trace showed several sample duplication errors, abnormal aspiration errors, and several errors regarding abnormal movement for the reagent probe. The field service representative found the reagent block was partially blocked. He cleaned the reagent probe, replaced the sample probe, and verified the adjustment and washing of the probes. He performed checks with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hba1c gen. 3 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 9.52%. The result was questioned by the patient's doctor based on the patient's clinical history and the doctor requested the test be repeated. On (B)(6) 2024 a new sample from the same patient was tested and the result was 7.79%. On (B)(6) 2024 the initial sample was repeated and the result was 7.61%.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.